Event description:
Information was received from the patient representative (rep) regarding a patient previously receiving intrathecal medication via an implantable pump for non-malignant pain. The patient rep stated that the handset was slow. The patient rep stated they had to wait 10 minutes to get a bolus. The patient rep confirmed 90% lag issue. Agent reviewed information and walked patient rep through clearing the data. The patient rep mentioned the patient was resting since they had hip replacement surgery. Agent recommended to monitor the issue and could call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to add note for comments/results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.